Manufacturer narrative:
(B)(4). The site reported no sample was available. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported via a letter that during a dental extraction, the pt received a "burn to lower right third of facial tissue". (B)(4) was cited as the company supplier. In (B)(4) correspondence, they reported no sample was available or a lot number reference. The hospital still has not provided evidence of a covidien product but stated (B)(4) was listed in error. They report that corrective action has been taken relevant to the care of the pt.